Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 886673) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibromyalgia, cystitis interstitial, reflex sympathetic dystrophy, foot drop, thoracic outlet syndrome, gerd, myofascial pain dysfunction syndrome, neuropathy, thyroid nodule, asthma, genital bleeding, endometriosis and dysfunctional uterine bleeding. Concomitant products included citalopram, cyclobenzaprine, levothyroxine sodium (synthroid), magnesium malate, omeprazole, spironolactone, thioctic acid (alpha lipoic acid), topiramate, vitamin b-complex, other combinations (mega b complex), vitamin d nos and black seed oil. On (B)(6) 2011, the patient had essure inserted.in 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain lower ("pain lower abdominal bilaterally"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown and the vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: concerning the injuries reported in this case, the following onewere described in patient's medical records: confirms pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: information from pfs and mr. New reporters added. Patient¿s demographics added. Concomitant conditions and drugs added. New events added: abnormal bleeding (vaginal, menorrhagia), pain lower abdominal bilaterally. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 886673) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibromyalgia, cystitis interstitial, reflex sympathetic dystrophy, foot drop, thoracic outlet syndrome, gerd, myofascial pain dysfunction syndrome, neuropathy, thyroid nodule, asthma, genital bleeding, endometriosis and dysfunctional uterine bleeding. Concomitant products included citalopram, cyclobenzaprine, herbal preparation, levothyroxine sodium (synthroid), magnesium malate, omeprazole, spironolactone, thioctic acid (alpha lipoic acid), topiramate, vitamin b-complex, other combinations (mega b complex) and vitamin d nos. In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and abdominal pain lower ("pain lower abdominal bilaterally"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown and the vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: concerning the injuries reported in this case, the following onewere described in patient's medical records: confirms pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.